Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 1015253. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. No samples received for this complaint and no picture. Bd was unable to identify a root cause for this event.

Event description:
It was reported that the ventilation of the IV-set p 180 cm pvc l-l didn't work during the preparation or infusion. The following information was provided by the initial reporter, translated from german to english: "the ventilation of the infusion system does not always work. Example: during short infusions with a 100 ml glass bottle, there is no pressure compensation. This problem occurs during the preparation and also during the infusion." "As there is a risk of time pressure or personnel bottlenecks for the users, they give the infusion by cannula through the filter piercing or with a syringe of air through the filter and try to get the infusion working."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). The reported lot # [1015253] was not found for the reported catalog # [396350]. Medical device expiration date: unknown. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the ventilation of the IV-set p 180 cm pvc l-l didn't work during the preparation or infusion. The following information was provided by the initial reporter, translated from german to english: "the ventilation of the infusion system does not always work. Example: during short infusions with a 100 ml glass bottle, there is no pressure compensation. This problem occurs during the preparation and also during the infusion." "As there is a risk of time pressure or personnel bottlenecks for the users, they give the infusion by cannula through the filter piercing or with a syringe of air through the filter and try to get the infusion working."